Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). No lot information provided. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Risk management review: a review of(B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "5.12 - stopcocks: broken, cracked, or fractured luer fitting and/or hub." The risk level is considered moderate. Based on complaint of "broken stopcock where syringe attaches." This determination is based on the information received from the customer. Root cause/failure investigation: the patient-line stopcock broke by where the female luer is located. The breakage of the components indicates that the user applied excessive torque. It seems that the user possibly tried to remove something from the stopcock with a tool and applied excessive force on the female luer. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - the stopcock broke where the syringe attaches.

Manufacturer narrative:
Initial report ref to natus complaint# (B)(4) per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.12 - stopcocks: broken, cracked/fractured luer fitting. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Further investigation to be carried out.

Event description:
Nt821731c - the stopcock broke where the syringe attaches.